Event description:
Follow up reported the patient had a revision to replace the battery and then a week later had a replacement for their leads. It was noted the patient was receiving therapy.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that no stimulation sensation was felt by the patient. The patient had one standard percutaneous 3777 lead and one 3778 compact lead. Turning up amplitude on the compact (anterior) lead by 0.1 votls produced "crazy stim." After previous implantable neurostimulator (ins) was replaced for the current one (see manufacturer's report # 3004209178-2013-00758 for the information on the previous ins), it was reprogrammed, the patient felt the stimulation in the proper place and was sent home. Later that evening the patient could no longer feel the stimulation. Group impedances were measured and 5 contacts were out of range. It was stated electrodes 4-8 and the 0 were "coming up with no range." It was confirmed that currently there were 3 working electrodes. At the time of the report, the ins was programmed and the patient was getting good coverage with electrodes 1+ and 2 -. It was also stated that out of range impedances were >10,000 ohms. The reporter mentioned that prior to the last programming session the stimulation was coming on and off. It was unclear if this referred to the previous or current ins. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.